Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulator turned itself on an off due to electromagnetic interference associated with use of a "nu skin galvanic spa". The hcp was notified and programmed the device off. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.